Event description:
The pt reported a "777" was displayed on the screen of her insulin infusion device. During troubleshooting, it was discovered the pt was using a recalled battery pack. The pt was advised to discard all recalled battery packs. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.